Manufacturer narrative:
The initial report had the additional information. The additional information has been provided in this report. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer had also reported a low of 52 mg/dl on (B)(6) 2018 which they treated for with food and glucose tablets. The high blood glucose level of 400 and 500 mg/dl happened on (B)(6) 2018 and they treated for the highs with manual injections. On (B)(6) 2018, customer reported sensor glucose 240mg/dl vs blood glucose 283mg/dl on the day of call. Customer had an air bubble the size of an eye drop. Customer said she also had a low blood glucose of 52mg/dl on (B)(6) 2018. In addition to food and glucose tablets, customer received emergency medical service for the low blood glucose. Per customer, the sensor did not tell her she was low. Customer also mentioned that she had a bent cannula the week before on (B)(6) 2018 and blood glucose was close to 500mg/dl and cannula was put in area with a lot of stretch marks.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. Symptoms that were reported at the time of the incident included nausea. The customer was treated for high blood glucose via insulin pen. The customer reported having an air bubble anomaly. Troubleshooting was provided. The customer reported a bent cannula. The insulin pump will not return for analysis. The auto mode feature was not being used.